Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. No button error noted. The device had minor scratches to lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 54 mg/dl, eating crackers. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.